Event description:
On (B)(6) 2012, patient had intralase surgery on both eyes (ou). Epithelial ingrowth (ei) noted left eye (os) on (B)(6) 2012 and removed at slit lamp (sl) by lift and rinse.

Manufacturer narrative:
(B)(4): (epithelial ingrowth). Evaluation: the equipment was evaluated by a field service specialist (fss) on (B)(4) 2012, to perform preventative maintenance. System was tested and meets amo specifications. The fss recovered the patient interface (pi) used concomitant with the laser. The returned pi was received out of the packaging and mixed with other lots. Therefore, unable to investigate. Note: all pertinent information available to amo at the time of this report has been submitted. Placeholder.